Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the patient¿s blood glucose (bg) was above 500 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive treatment above and beyond routine diabetes management. It was reported there were no recent changes to the pump¿s settings. Troubleshooting could not be completed and no additional information was provided. This complaint is being reported because the alleged hyperglycemic event was associated with an alleged inaccurate delivery of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the black box begins on (B)(4) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates.the pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.